Manufacturer narrative:
Product ID: 3889-28, lot# v497301, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was going to have his system removed because it never really worked. The system never really helped his symptoms and he was in need of mris. Follow-up information received from the healthcare provider (hcp) reported that the patient had greater than 50% reduction in symptoms and then with time his symptoms returned. He had appropriate action and sensory response at all times. The hcp added new medications and botox for the patient. The cause of the event was not determined. The patient recovered without permanent impairment.